Manufacturer narrative:
A1:(B)(6). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -8.0 diopter was implanted into the patients right eye (od) on (B)(6) 2024. The patient experienced low vault without rotation. Intraoperatively the lens was removed and replaced with a longer length lens of different power and the problem resolved. The cause of the event was reported as unknown.